Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Gave part number and price for a new one. Per follow up information received via task on 02apr2025, per review of event and work order, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device successfully troubleshot with technical support and appropriate repair has been discussed. No patient involved. A DHR review is not required as the lot number is unknown. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections b, e, f, h. UDI format updated with available product information per gudid. H11 section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fss stated that they had the arctic sun device with a bad temperature cable 735-02, gave part number and price for a new one. Per follow up information received via task on 02apr2025, per review of event and work order, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device successfully troubleshot with technical support and appropriate repair has been discussed. No patient involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fss stated that they had the arctic sun device with a bad temperature cable 735-02, gave part number and price for a new one.